Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel and the access site bleeding - minor issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The cause of the vascular damage - peripheral vessel and the access site bleeding - minor issues was not determined due to insufficient clinical information and unknown relation to impella. D6a, d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the impella implant, the patient had some bleeding. The impella was angled, but a hematoma formed and a fem stop was applied for light pressure. Additionally, the patient had a gastrointestinal (gi) bleed on support and blood products were provided. Upon explanting the impella, the patient had a worsening hematoma. It was noted that the patient had bleeding from the large side branch of the profunda artery. Vascular surgery was performed and a coil was placed to control the bleeding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿